Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the left ins was not working. They weren't sure if it was depleted of if it was using more stimulation. The caller did not know the patient's settings. No symptoms were reported. No further complications were reported/anticipated.